Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device cannot charge. The charging port is not working. The device was not in use on a patient when the issue was discovered, therefore no patient or user health consequences or impact occurred.